Event description:
It was reported that during a supply change the customer was unable to lock the connector to the ilet to start the fill tubing process, which interrupted insulin setup and delivery. After rewinding, removing the cartridge, and testing with an empty cartridge and connector, the customer used a new cartridge and successfully completed the change and resumed insulin delivery. Symptoms included elevated blood glucose at 225 mg/dl consistent with hyperglycemia. Outcomes included self-monitoring of blood glucose without the need for medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the issue was resolved by replacing the cartridge and reconnecting, indicating a cartridge- or connection-specific assembly difficulty that did not recur with a new set. It was concluded that the device functioned as expected after replacement components were used and that the event was attributable to a temporary connection issue during setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.